Event description:
Caller reported that their tandem mobi pump would not turn on. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller on troubleshooting steps and eventually replaced the pump. The caller was advised to use mdi for backup insulin delivery to prevent interruptions.